Event description:
It was reported that during a vena cava filter placement procedure via femoral access, filter allegedly failed to advance. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one denali femoral delivery system was returned and one photo was provided and reviewed. The photo shows the introducer sheath, the dilator, the pusher catheter, and the filter outside of the delivery system. Visual evaluation of the returned device showed damage to the distal tip of the dilator. The pusher wire was noted to be detached and missing. Therefore, the investigation is confirmed for the identified detachment and the deformation due to compressive stress issues. However, the investigation is inconclusive for the reported advancement issues as all provided evidence showed the filter outside of the delivery system. A definitive root cause for the alleged failure to advance issue and the identified detachment and deformation due to compressive stress issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 02/2025), g3 h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one denali femoral delivery system kit was received for evaluation. The distal tip was noted to be damaged. The pusher wire was noted to be detached and missing. Therefore, the investigation is inconclusive for the reported failure to advance issue. One image was provided and reviewed. The photo shows the introducer sheath, the dilator, the pusher catheter and the filter placed inside the syringe. However the photo depicts the parts of the femoral delivery system, it is unclear that the filter is failed to advance. The investigation is confirmed for the identified detachment and the deformation due to compressive stress issues. A definitive root cause for the alleged failure to advance issue and the identified detachment and deformation due to compressive stress issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 02/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vena cava filter placement procedure via femoral access, filter allegedly failed to advance. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 02/2025).

Event description:
It was reported that during a vena cava filter placement procedure via femoral access, filter allegedly failed to advance. The procedure was completed using another device. There was no reported patient injury.